Event description:
The distal end of the catheter "broke off" during a procedure. Reportedly, a 6-inch portion of the catheter detached during, or immediately after, removal as the location was listed as "not in pt." The report indicates that there were no complications and the pt's condition is "fine." Add'l event specific info has not been made available.